Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed and confirmed occurrences of high-pressure alarms. No service history was recorded within the past 12 months. A visual inspection and functional testing were performed, revealing failure of the dso sensor, which triggered immediate alarms. The allegation made by the complainant was confirmed. The dso seal was found adhered to the center of the downstream sensor, causing false high-pressure alarms. The probable root cause was the dso seal adhering to the sensor and generating false alarms. The dso sensor seal was replaced. The device passed all functional testing after repair.

Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd-solis vip ambulatory infusion pump exhibited false downstream occlusion alarms upon startup. There was no reported patient involvement or patient harm.